Event description:
It was reported that the customer had an unknown high blood glucose level. The customer received multiple no delivery alarms from his insulin pump. Standard troubleshooting was performed. Insulin did exit during a fixed prime. The customer was advised that the issue could have been caused by an insertion site problem. The customer was also advised to change his infusion set. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.